Event description:
Over two years after receiving a cypher stent, the patient had thrombosis.

Manufacturer narrative:
The target lesion was the mid left anterior descending (lad). The vessel was a restenotic. The lesion was concentric and completely occluded. Aha/acc classification of the vessel was type bi. The lesion length was 15mm and vessel diameter was 3.0mm. The procedure was an elective case. Pre-dilatation was not conducted. A 3.0x28mm cypher (lot i0604020) was implanted at 16atm for 10 seconds. Post-dilatation was conducted with a 3.5x15mm balloon at 10atm for 10 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was 0 before the procedure and 3 after the procedure. Act was not measured. Six month follow up coronary angiography (cag) was conducted. Restenosis was not confirmed in the mid lad. Stent malapposition was confirmed, but treatment was not conducted. Approximately two years later, administration of aspirin was stopped due to a colon polypectomy. A week later, the patient complained of chest pain and came to the hospital. St elevation was confirmed. Cag was conducted and thrombus was observed in the cypher stent. To treat the thrombus, aspiration was conducted. A 3.0x14mm duraflex bare metal stent was implanted distally inside the cypher stent. Inflation time and pressure were unknown. Physician indicated that the cause of the thrombotic event was because administration of aspirin was stopped due to colon polypectomy, and because there was stent malapposition. This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.